Event description:
A (B)(6) old male was implanted with an aus device on (B)(6) 2008. On (B)(6) 2009 pt said his aus has failed, and hasn't worked right for several months, the pump is hard and won't depress. After giving the pt instruction pt was able to reactivate his aus device, but still has quite a bit of leakage. Pt is scheduled for surgery the week of (B)(6), 2010.

Manufacturer narrative:
Add'l catalog #: 72400024, 72404127. Add'l lot/serial #: (B)(4). Unable to confirm if the event is related to a device malfunction, device has not been removed from the pt and returned for analysis. No conclusion can be drawn at this time. Should add'l info become available regarding this reported event it will be re-evaluated and a f/u report will be sent.